Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the printed circuit board was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up. When it was powered on, the only information seen on the screen was an error message. The programmer was returned for repair. There was no patient involvement.